Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant called to report on the customer's behalf that he was recently released from the hospital. The customer took the call and reported that he was hospitalized on (B)(6) 2016 for high blood glucose readings and the insulin pump had cracks and shortened battery life. The customer's blood glucose reading was 680 mg/dl. The customer reported feeling "out of sorts" as a symptom. The customer stated that before the hospitalization he changed his site and reservoir and had treated with manual injections. The customer was wearing the device at the time of admission and the device was removed once he was admitted. The cause was due to diabetic ketoacidosis and kidney failure. The customer was released on (B)(6) 2016 and was treated with electrolytes. The insulin pump was cracked on the keypad and half of the battery cap was broken off. Customer also received a failed battery test alarm. Customer was to receive a replacement device.